Event description:
It was reported that the silicone foley catheters had defective balloons which was filled unevenly. As per the follow up information received via email on 30sep2020 the third device was used for the cervical ripening. After it was ruptured another catheter was tested and found that the inflation was uneven. Then the catheter from a different lot was taken and filled evenly. As per the follow up 2 via email on 01oct2020 the pieces were expelled. The balloon was filled with the saline.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to balloon was asymmetric which resulted in balloon molding. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol the valve arm may be severed. If this fails contact adequately trained professional for assistance as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the silicone foley catheters had defective balloons which filled unevenly. As per the follow up information received via email on 30sep2020, the third device (catheter) used for the cervical ripening found that the inflation be uneven and filled evenly.

Event description:
It was reported that the silicone foley catheters had defective balloons which filled unevenly. As per the follow up information received via email on 30sep2020, the third device (catheter) used for the cervical ripening found that the inflation be uneven and filled evenly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d, g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.